Manufacturer narrative:
Concomitant medical products: yrbrhxc2816165 stent graft implanted (B)(6) 2006; ilxc1616135 stent graft implanted (B)(6) 2006; yrechxc1655 stent graft implanted (B)(6) 2006; yrirhxc1685 stent graft implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection of an unknown source. The implantable pulse generator (ipg) system was explanted to help clear the infection and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.